Manufacturer narrative:
Correction: the lead remains implanted and is providing therapy.

Event description:
The lead remains implanted and is providing therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2019-11013. It was reported the patient was experiencing uncomfortable stimulation. As a result surgical intervention was undertaken on (B)(6) 2019 wherein the system was explanted.